Event description:
The user stated the pt sodium and chloride results were running low and provided four examples. Of the data, one result for sodium was discrepant. The initial result was 129 mmol/l, the repeat result was 136 mmol/l. None of the results from this analyzer were reported. The field service rep determined the air dry valve was dirty and replaced it. He verified the analyzer operation by calibration, qc, and pt results.